Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead as part of a system revision due to infection. Additional information received indicated that this lead showed signs of fracture prior to attempted lead extraction. This ra lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead as part of a system revision due to infection with sepsis. Additional information received indicated that this lead showed signs of fracture prior to attempted lead extraction. This ra lead was explanted. No additional adverse patient effects were reported.